Event description:
The system 6 sagittal saw was sent for service and during failure analysis it was noted that the handpiece ran on its own without user activation. There was no patient involvement and no adverse consequences associated with the device.